Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are clogged. Verbatim: voicemail: consumer left voicemail stating that the nano 2nd gen pen needles are not working. 04-06-21: I returned consumer's call, she stated that the needles are clogged. Consumer stated that she has samples to return but wanted me to call her at a later time to provide lot and product information."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are clogged. Verbatim: voicemail: consumer left voicemail stating that the nano 2nd gen pen needles are not working. (B)(6) 2021: I returned consumer's call, she stated that the needles are clogged. Consumer stated that she has samples to return but wanted me to call her at a later time to provide lot and product information."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.